Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed multiple pump error. The customer¿s blood glucose level was 150 mg/dl at the time of the incident. The customer stated that the drive support cap was normal. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device was expected to be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test and displacement test. No unexpected off no power, low battery, weak battery , battery out limit and failed battery test alarms or reset/reboot anomaly noted during testing. Unit passed rewind test, basic occlusion test, prime test and displacement test. However, unit received stuck in the motor error loop during bolus or basal delivery and motor position encoder error alarm confirmed in the history file. Unable to verify compromised force sensor system alarm due to motor error alarm. The motor may have had an intermittent failure that was not detected during our testing. The motor was tested outside the device and passed.